Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis revealed that the root cause of the pump stop was blood ingress into the motor due to a kinked purge system.

Event description:
A 59-year-old female in cardiogenic shock presented for impella 5.5 support. The user facility reported the device stopped on day 16 of support. This is past the indicated use. The pump stopped after previous purge issues were attempted to be resolved with tissue plasminogen activator (tpa) infusion. The pump was explanted, replaced with a new pump and support proceeded.

Manufacturer narrative:
The user facility returned the motor for evaluation. The pump handle was not returned, therefore, the inspector was unable to check for kinks. The pump was confirmed to have blood ingress. The most likely cause of the pump stop was blood ingress into the motor due to a kinked purge system. Of note the IFU states: "impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency. Maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup."